Event description:
The nurse stated the patient experienced pain when draining due to the pd catheter (not a (B)(6) product). The nurse stated that the medical emergency was due to drain pain. The nurse stated the patient did not require emergency medical services. It was reported that the patient had an x-ray performed which revealed that the pd catheter is malpositioned. The nurse stated that the tip of the pd catheter is what is causing pain due to the catheter malposition. The nurse confirmed the pain is not due to the (B)(6) cycler. The nurse stated the patient has been referred to a surgeon and is pending procedure for pd catheter repositioning. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).